Event description:
Caller reported a temperature alarm occurred and there was no adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm and resume insulin delivery. Technical support arranged for the pump to be replaced, confirmed the shipping address, and instructed the customer on returning the pump. The customer understood the instructions and agreed to use multiple daily injections as a backup insulin therapy.